Event description:
Caller alleged that discrepant results compared with the lab. Caller was given vit k.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first and second set of data, the confidence limits for inr testing cannot be determined. Per attachment "pt administered 5mg of vit k." This is adverse event case. Products will be tested when returned. Per attachment "current status of pt is ok". Per attachment "there are no strips left of the original box in use". No strips available to be returned.